Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the device exhibited non-sustained right ventricular oversensing due to post paced t wave oversensing. Programming changes were made on (B)(6) 2019. The patient was in a stable condition.